Event description:
It was reported that a patient underwent a balloon kyphoplasty procedure (bkp) to treat an osteoporotic compression fracture at l2. The procedure was completed without complication at intra-op. The patient was discharged 22 days post-op. It was reported that the x-rays and CT scans were taken approximately 6 months post-op that showed "re-fracture at treated level" but the patient was asymptomatic. No intervention was required and no other patient complications were reported.

Manufacturer narrative:
(B)(4): neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.